Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 109-346 mg/dl. Elevated blood glucose was addressed with a bolus via the pump. Customer was hospitalized for diabetic ketoacidosis. Customer was treated intravenously with saline and insulin. Customer reported that the issue was resolved and there was no permanent damage. Multiple attempts were made by tandem technical support to follow up with the customer regarding hospitalization, but no response was received, and no additional information was provided.